Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing stretching and ripping pain at the lead site. It was also noted that the patients skin had a black and blue discoloration. It was unknown if medical or surgical intervention was given. No further information could be obtained.